Event description:
The palmaz blue stents were not packaged in the sterile package. The stents were inside the cardboard box with the IFU's in its coil, but not inside the sterile package. There were no sterile packages inside of the boxes. Also, the seals of the inner and outer boxes were both fine. There was no injury to the pt reported.

Manufacturer narrative:
The complaint states the palmaz blue stents were received without having been packaged inside a sterile pouch. The stents were received in the outer packages that were intact and without damage. The stents were intact within the loop holders and the IFU's were present; however, there were no sterile inner pouches present. The products were not used clinically and at first were supposed to be returned for analysis. Multiple attempts have been made to gain receipt of the products; however, the products remain unavailable. There was no pt injury reported. A review of the device history records associated with this final lot presented no issues during the manufacturing process that can be related to the reported complaint. With the limited information available, and without the product available for analysis the complaint could not be confirmed. Inspections are in place to prevent unacceptable products from leaving the facility and the DHR review confirmed that the product met specifications. Based on the limited info provided it is difficult to draw a conclusion regarding a relationship between the devices and the inadequate sterile packaging event. Please note that this medwatch reflects two products with the same catalog and lot number.